Event description:
It was reported that implantable neurostimulator was explanted due to infection. The patient wanted to be reimplanted. Additional information has been requested but was not available as of the date of this report.

Event description:
It was further reported that the serial number for this patient was a cardiac rhythm device. The patient had 2 different devices, and it was not known initially which device the infection was linked to. It was noted the patient is now ok.

Manufacturer narrative:
(B)(4)